Manufacturer narrative:
Upon confirmation of the reported product lot manufacturer, this report was resubmitted under the correct manufacturing report number, 2184002-2019-00002. If any additional information is received for this reported event, it will be provided in a supplemental report under the new manufacturing report number. No further reports will be submitted under the original manufacturing report number 3002037047-2019-00015. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample was returned for evaluation. No additional complaints have been received for this lot code/complaint type. All testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. Root cause cannot be determined based on current available data and no sample. No action is warranted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported that viscoelastic product was used in a cataract surgery after which the patient experienced corneal edema one-day postop. The corneal edema lasted for two weeks or longer and was accompanied by extremely poor vision described as hand motion only at day-one postop. Extensive drop regimens with ongoing follow up monitoring was required. The patient's current vision status is now reported as 20/40.